Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, there was difficulty removing the guidewire from the left ventricular lead. The lead was removed and replaced with no patient consequences.

Manufacturer narrative:
Conclusion code not available. As returned, the stylet was lodged in the connector portion of the lead. Visual inspection noted the connector pin and connector cap were pulled from the connector assembly due to excessive force. This was attributed to the polytetrafluoroethylene (ptfe) coating of the stylet being stripped and clogging the connector pin. Electrical testing revealed no indication of conductor fractures or internal shorts. Delamination of the ptfe coating of the stylet contributed to the event.